Manufacturer narrative:
The used device was not available to be returned to the manufacturer. The batch documentation for the affected device has been reviewed and no deviations were found on the released lot. There is no ongoing CAPA for this issue, no other complaints are registered for this lot and no similar complaints are registered for this ref. The cause of this adverse event has not been possible to establish. The patient has been contacted severel times to return the device for manufacture evaluation but no response has been received. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
A male patient has been using, a sterile, single-use intermittent urinary catheter lofric primo (40cm, ch14). On (B)(6) 2024, the patient contacted the manufacturer representative and reported he had found a foreign material close to the tip of the catheter. The catheter was used before this was noticed by the patient. The patient further reported that the catheter was slightly uncomfortable to remove but he did not experience any signs of harm after the use.